Manufacturer narrative:
The subject device was returned to omsc for evaluation. This MDR is regarding one of the two broken devices, but it cannot be specified which one is the subject device. The evaluation confirmed that the ptfe pad of the device was partially separated. The tip of the probe and the jaw had contact marks against each other. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is worn and separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut, which caused the contact between the probe and the jaw. Because the user kept outputting in its state, the contact marks were made and the reported inactivation occurred. This report is one of the two reports. Cross reference MFR report number 8010047-2015-00162.

Event description:
The subject device was used during a laparoscopic right hemi colectomy. Later in the procedure, when the user activated the device in the patient, he confirmed that the ptfe pad of it had been separated on the laparoscopic images. He immediately removed the device from the patient. Although he exchanged it with another tb-0535fc (2nd device) and continued the procedure, after several minutes of the exchange, the 2nd device couldn't be activated any more. He immediately removed the 2nd device from the patient. He activated it outside of the patient, and recognized that the ptfe pad of it was separated. The procedure was completed with another third tb-0535fc. There was no patient injury reported.